Event description:
The user facility reported that the needle was defective. Without force the needle came off the plastic hub, didn't look broke, just came out, at time of injection. Since there wasn't force/twisting/bending it was assumed the needle/hub issue. The needle was still in the patient and had to sedate the patient to retrieve the needle. Procedure being performed was a tbd. No estimated blood loss. Surgical intervention required. Yes, there is a direct allegation against the medical device. Additional information was received on 25 sep 2023: the needle hub was discarded with the syringe and the needle removed from the patient was discarded in the sharp's container. Patients condition is overall good. There was no permanent damage from the dislodged needle. Needle retrieval did require x-rays to locate position and a brief anesthetic/surgical cut down to retrieve the needle. Suture area closed. Area appears to be healing well at this time. Xray's post retrieval indicates no parts remaining in the patient. Patient was on gabapentin and has mild lung disease (asthma). Patient did not struggle for injection and needle was not bent on retrieval.

Manufacturer narrative:
A1: patient identifier: siamese short haired cat, spayed. A2: date of birth: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: animal patient. A6: race: animal patient . D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: establishment address: zip/postal code - 52003703. E3: occupation: veterinarian. The actual device is not available for return, therefore the details of the actual condition of the sample as was unable to be determined. Retention samples were visually inspected. The glue condition on the samples were observed on the hub tip passing thru until the second glue ring of the hub which indicates that the glue properly fills in on the cannula well. The samples were also subjected to adhesive hold test confirmation and all samples met the required specification. This is the first time a complaint was received related to detached cannula from the previous two fiscal years to the present. The root cause of the complaint could not be identified to be related to our production or manufacturing process. A review of the product's lot history file revealed no issues that were encountered during the production of the reported lot. Our needle machine run under validated and routinely checked parameters. The needle assembly process has a glue/epoxy inspection system that can detect less glue and high mounted epoxy (epoxy dome height). We have a series of inspections from the needle assembly process to the outgoing process that check the conditions of the assembled needles. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.